Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 13 devices were received for evaluation; 13 events were confirmed. 13 devices were found to be affected by disassembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 13 malfunction events in which the devices disassembled. 12 reported events had no patient involvement; no patient impact. 1 reported event had no known patient involvement or patient impact.